Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 10 pm. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issue denied making any changed to her usual diabetes treatment. She informed the cca that she felt nauseated and tested in the morning "around 9 am," and got a result in the "300's mg/dl," took an unknown amount of insulin to correct, took a nap, woke up "around 1 pm," tested again and got a result of "123 mg/dl" on the subject meter and she said she felt much meter. She reportedly did not test for the rest of the day, until late night. The patient claimed "before 10 pm," before the alleged issue started, she had "blurred vision." In response to her symptom and after the meter would not power on, she reportedly self treated "right after" with a glass of orange juice. There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the batteries were not due for a replacement, the correct strips were is use and there was no information of misuse of the device. Replacement products were sent to the patient. Although the patient self treated, there is no indication that the reported issue caused or contributed to this serious injury. The patient¿s symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptoms and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.